Event description:
It was reported the pt was experiencing stimulation at the pocket site. Surgical intervention was done and his ipg was replaced. The pt's pocket stimulation was resolved with the new ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.